Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. G3- report source: other - mw (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on (B)(6) 2020 from the medwatch form. The device was placed in the patient's left internal jugular vein (lijv). After the separated portion of the device was retrieved, the patient's lijv was reconstructed.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d10, h3 investigation - evaluation it was reported by the interventional supervisor from the (B)(6) california that a single lumen central venous catheter set (rpn: c-pms-301j-ped, lot number 10024334) broke and had to be removed from the patient. A medwatch form, 3500a was received by the manufacturer. The patient was a 6-year-old male who weighed 8 kilograms. He had been diagnosed with williams syndrome and supravalvar aortic stenosis. The indication for placement of the catheter was vascular access for anesthesia, right heart catheterization, and pressure monitoring. On (B)(6) 2020, the patient was placed under general anesthesia and the catheter was placed in the left internal jugular vein by a cardiac catheterization fellow. After the catheter had been sutured into place, the cardiac catheterization fellow unsuccessfully tried to flush the line.the catheter appeared to be kinked at the incision site. The cardiac catheterization fellow attempted to straighten the kink to resolve the occlusion problem. Once the catheter was straightened, it separated, leaving the intravascular portion lodged in the vein. It was reported that the separation occurred between the tubing and the end of the hub. A doctor was paged to come and retrieve the portion of the catheter that was inside the body. During the cut down on the vein to attempt retrieval, the catheter dislodged and traveled to the patient¿s right atrium. The catheter was then recovered by a cardiac catheterization interventionist using an intravascular snare through an angiographic catheter. The staff then proceeded to reconstruct the patient¿s left internal jugular vein. A review of the complaint history, device history record (DHR), instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot (10024334) and the related catheter component lots revealed non-conformances for bent/kinked, surface defect, missing/incomplete work order information, and inadequate tip/taper in which all devices were scrapped or reworked. A database search revealed no other events associated with the reported complaint device lot. Given this information, the investigation concluded that the product was manufactured to specification and that there is no evidence to suggest that items in the lot or similar devices in house or field are nonconforming. Cook also reviewed product labeling. The set is supplied was supplied with IFU c_t_ulmbhce_rev6 which includes the following precautions: ¿-left subclavian and left jugular veins should only be used when other sites are not available. The catheter is intended for use by physicians trained and experienced in the placement of central venous catheters using percutaneous entry (seldinger) technique.¿ based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be established. Cook is unable to rule out manufacturing, medical procedure, or patient pre-existing conditions as a cause of this event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding patient, event, and device details was received on 05feb2020. It was reported that the hospitalized patient was under general anesthesia during placement of the device in the right internal jugular vein. Vascular access for anesthesia was the indication for placement of the catheter. The device failed during placement as "right heart cath and pressures" treatment was being performed. The device was only in place for "moments" before a kink and break were noticed during flushing the line after the catheter was sutured in place. The tubing failure was reported to have been "at the end of the hub". The device ultimately had completely separated into two individual pieces.

Manufacturer narrative:
Initial reporter - occupation: interventional supervisor. PMA/510(k) #: preamendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the catheter of a single lumen central venous catheter set broke, leaving a majority of the catheter in the patient's vein. Once the product was placed, it appeared to be kinked. When attempting to straighten it out, the catheter broke. As a majority of the catheter was reported to be in the patient's vein, a cut-down was completed to attempt to remove the device. However, the catheter became dislodged, traveling to the patient's right atrium. From there, it was able to be recovered using a snare by a cardiac cath interventionist. Additional information regarding the event, device, and patient has been requested but is unavailable at the time of this report.